Manufacturer narrative:
Correction.

Event description:
On (B)(6) 2021, a peritoneal dialysis registered nurse [(pd) rn] contacted fresenius to report this male pd patient passed away at the hospital. No additional information was obtained. There is no documentation that the patient was in active treatment on the liberty select cycler at the time of the death.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2021, a peritoneal dialysis registered nurse [(pd)rn] contacted fresenius to report this male pd patient passed away at the hospital. No additional information was obtained. There is no documentation that the patient was in active treatment on the liberty select cycler at the time of the death.

Event description:
On (B)(6) 2021 a peritoneal dialysis registered nurse [(pd)rn] contacted fresenius to report this male pd patient passed away at the hospital. No additional information was obtained. There is no documentation that the patient was in active treatment on the liberty select cycler at the time of the death.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿ clinical investigation: there is no allegation of a device malfunction or deficiency related to the patient death. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
On (B)(6) 2021 a peritoneal dialysis registered nurse [(pd)rn] contacted fresenius to report this male pd patient passed away at the hospital. No additional information was obtained. There is no documentation that the patient was in active treatment on the liberty select cycler at the time of the death.